Manufacturer narrative:
H3 other text : device has not been returned to the manufacturer.

Event description:
The manufacturer received information alleging a ventilator's touchscreen is freezing while in use and needs to be replaced. There was no harm or injury reported. During initial evaluation of the device by a philips remote service engineer, the intermittent freezing was confirmed. The manufacturer's investigation is still ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator's touchscreen is freezing while in use and needs to be replaced. There was no harm or injury reported. During initial evaluation of the device by a philips remote service engineer, the intermittent freezing was confirmed. The manufacturer's investigation is still ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. The evaluation concluded by the device by a philips remote service engineer confirmed the intermittent freezing and unit needing to be restarted. The device's display board and display were replaced to address the issue. A supplemental final report will be filed.

Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator's touchscreen is freezing while in use and needs to be replaced. There was no harm or injury reported. During initial evaluation of the device by a philips remote service engineer, the intermittent freezing was confirmed. The display and display board were evaluated by the manufacturer's product investigation laboratory (pil) and found the display and display board functioned as designed and operated without issue or error codes.